Event description:
It was reported that patient presented to the emergency room after receiving inappropriate therapy due to decreased r-wave and t-wave oversensing. The lead was capped and replaced. There were no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.